Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I was diligent .back then of course I had energy and wasn't in pain') and autoimmune thyroiditis ('I have hashimottis which I developed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid disorder nos. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), arthralgia ("I hurt in my shoulders, elbows, wrist, hips, knees and ankles") and gait disturbance ("limping"). Essure was removed. At the time of the report, the pelvic pain had resolved and the autoimmune thyroiditis and arthralgia outcome was unknown. The reporter considered arthralgia, autoimmune thyroiditis, gait disturbance and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: no fluid on knee. Concerning the injuries reported in this case, the following one were reported from social media report : I was diligent .back then of course I had energy and wasn't in pain, I have hashimottis which I developed, I hurt in my shoulders, elbows, wrist, hips, knees and ankles. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2019: quality safety evaluation of ptc: product technical complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I was diligent .back then of course I had energy and wasnt in pain') and autoimmune thyroiditis ('I have hashimottis which I developed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid disorder nos. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), arthralgia ("I hurt in my shoulders, elbows, wrist, hips, knees and ankles"), gait disturbance ("limping"), feeling abnormal ("brain fog"), memory impairment ("trouble recalling what the name of things are, even though I know what the things are"), anxiety ("anxiety"), panic attack ("panic attacks"), fatigue ("extreme fatigue"), ear pain ("severe pain in left ear") and pain in jaw ("jaw pain"). Essure was removed. At the time of the report, the pelvic pain had resolved and the autoimmune thyroiditis and arthralgia outcome was unknown. The reporter considered anxiety, arthralgia, autoimmune thyroiditis, ear pain, fatigue, feeling abnormal, gait disturbance, memory impairment, pain in jaw, panic attack and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray on an unknown date: no fluid on knee. Concerning the injuries reported in this case, the following one were reported from social media report : I was diligent .back then of course I had energy and wasnt in pain, I have hashimottis which I developed, I hurt in my shoulders, elbows, wrist, hips, knees and ankles. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: content from social media received: new events 'brain fog', 'trouble recalling what the name of things are, even though I know what the things are', 'anxiety', 'panic attacks', 'extreme fatigue', 'severe pain in left ear' and 'jaw pain' were added. Reporter information was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I was diligent. Back then of course I had energy and wasn't in pain') and autoimmune thyroiditis ('I have hashimottis which I developed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid disorder nos. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), arthralgia ("I hurt in my shoulders, elbows, wrist, hips, knees and ankles") and gait disturbance ("limping"). Essure was removed. At the time of the report, the pelvic pain had resolved and the autoimmune thyroiditis and arthralgia outcome was unknown. The reporter considered arthralgia, autoimmune thyroiditis, gait disturbance and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray on an unknown date: no fluid on knee. Concerning the injuries reported in this case, the following one were reported from social media report : I was diligent .back then of course I had energy and wasn't in pain, I have hashimottis which I developed, I hurt in my shoulders, elbows, wrist, hips, knees and ankles. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.